Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which is being used as an off label bi-ventricular device, exhibited noise on the ventricular rate/sense channel resulting in pacing inhibition. The patient was not symptomatic.